Event description:
It was reported that the right ventricular (rv) lead had a high short interval count, high threshold and high impedance. The upper part of the rv lead was cut and removed, and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A proximal portion was received measuring 12 cm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7274 implantable defibrillator 2009-(B)(6), 5076 implantable pacing lead 2003-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.